Event description:
Implanted with devices after double mastectomy 1989. Within months developed rashes, joint pain, breast pain, burning, breasts deformed. First year left implant replaced due to capsular contracture and pain. Further symptoms: fibromyalgia, rheumatoid-like arthritis, lupus-like symptoms, cardiomyopathy, heart muscle deteriorated, overgrowth of collagen fibers in heart. Chronic inflammation of salivary gland, lymph glands, full of silicone polyurethane absorbed by body.